Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user patient contacted lifescan (lfs) alleging that her one touch ultra meter read inaccurately high. The patient said she slept in one day earlier and tested on the reported meter when she got up. She obtained a result of 344 mg/dl on the reported meter while having no symptoms of high or low blood glucose level. She took 10 units of lantus and 6 units of humalog insulin following use of the meter. One hour later, the patient said her blood glucose went low and she passed out. She said her blood glucose went down to 19, but she did not clarify whether a reading of 19 was obtained on the reported meter. Ems was called and the patient was transported to the hospital on the same day at 12:00 pm. The patient was treated with IV glucose and went home around 10:00 pm. She said she did not remember the blood glucose readings obtained by the emt's or at the hospital. The patient receives dialysis treatment; however, no specific information was provided regarding her dialysis regimen. The customer care advocate (cca) confirmed that the patient followed correct testing technique. A control solution test was not performed because the patient did not have control solution. The meter, test strips and control solution were replaced. The patient told the medical affairs specialist she has been informed she is anemic, but she did not know her hematocrit level. Extremes in hematocrit level <30% or >55% may affect one touch ultra test results per lfs labeling. The complaint is reported because the patient alleges she took insulin based on an inaccurately high reading of the lfs product. She claims she later lost consciousness and received emergency medical treatment for hypoglycemia with IV glucose.